Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can affect stent dislodgement outside the body included, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, or improper or inadequate crimping at the time of manufacturing. Based on the incident information, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined. However, there is no indication to suggest the at materials or workmanship may have caused or contributed to the anomaly.

Event description:
Reporting rationale: malfunction reporting status: stent dislodgement has caused or contributed to patient injury previously device issue: stent dislodgement, it was reported that the stent dislodged during preparation. A new vision was used without any complications. There was no patient involvement. No additional event or patient information is available.